Event description:
Customer reported the rotator broke during injection. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Evaluation code: method - device history record was reviewed. Complaint data base reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.